Manufacturer narrative:
Updated blocks: d9 and h3.   81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The service repair technician (srt) performed an internal inspection of all components, with no issues found. The srt replaced the display to pump cable as a precaution and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the centrifugal controller to lab use only (luo) testing equipment. The data log indicated that there was a display supply error and a motor voltage (vmot) range error. The controller was run for several continuous hours with no indication of any problems appearing in the data log. The unit was disconnected and reconnected five times and the display initialized each time with no issues. While the display problem was indicated in the logs, the pst could not reproduce it during the evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) display turned off. The pump cable was removed and reinserted which resolved the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.